Event description:
It was reported to boston scientific corporation that a advantage was implanted into the patient on (B)(6) 2014. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; inab inter; diff bowel; rec incont; aggrav incont; oth pain: lower abdomen pain, lower back pain. Nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: panadol forte for the treatment of: to alleviate pain. Treatment duration: 2 months. On (B)(6) 2014 the patient commenced pain medication: nurofen for the treatment of: to alleviate pain. Treatment duration: 7 years. On (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): ovestin for the treatment of: help voiding, help the urethra. Treatment duration: 4 years. On (B)(6) 2017 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to help treat incontinence . Treatment duration: 3 months.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.